Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the re-intervention of pacemaker replacement due to normal battery depletion, the ventricular lead connector was not tightened. A doctor pushed the tip of the torque wrench strongly into the setscrew, and even if she tried it again, it slipped. When she replaced it with a new pacemaker, the lead connector was tightened without any problem. After the re-intervention was completed, our sales rep checked the suspected pacemaker and found that when he pushed the torque wrench into the setscrew with a fairly strong force, he was able to tighten the connector as usual.

Manufacturer narrative:
The electrical characteristics of the returned device conformed to established specifications. The analysis confirms that the connection system of the subject pacemaker functioned as specified with a duplicate torque limiting screwdriver. Slight damage to the cavity of the atrial and ventricular set screws were observed. In addition, the first thread of the atrial and ventricular screws were damaged which are consistent with incomplete/inappropriate insertion of a screwdriver tip into the hexagonal cavity. Subsequent rotation with the torque screwdriver can lead to stripping of the upper portion of the setscrew cavity. If the screwdriver is not completely inserted in the set screw cavity during repeated tightening/loosening attempts, accumulated damages can lead to increased difficulties and/or failure to engage the setscrew. For this reason, it is imperative that the screwdriver be completely inserted into the set screw cavity, starting from the very first connection attempt. In the physician manual provided with the device, it is specified that the screwdriver¿s hexagonal tip should be pushed smoothly into the set screw until it reaches the bottom of the cavity. When the bottom is reached, there will be a ¿hard stop¿ with metal on metal contact. No tightening marks were identified on the atrial and ventricular set screws, confirming the leads had not been properly connected. Analysis confirmed that the connection system of the subject pacemaker functioned as specified with the returned torque-limiting screwdriver, in spite of the damages to the atrial and ventricular set screw cavities.

Event description:
Reportedly, during the re-intervention of pacemaker replacement due to normal battery depletion, the ventricular lead connector was not tightened. A doctor pushed the tip of the torque wrench strongly into the setscrew, and even if she tried it again, it slipped. When she replaced it with a new pacemaker, the lead connector was tightened without any problem. After the re-intervention was completed, our sales rep checked the suspected pacemaker and found that when he pushed the torque wrench into the setscrew with a fairly strong force, he was able to tighten the connector as usual.